Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the body of the implant is significantly scratched/deformed and cracked likely indicating that the implant experience significant force during repositioning of the cage. Materials analysis, the cause of cage fracture to be a user applied overload during insertion.

Event description:
It was reported that; the customer reported that the cage broke on insertion. The surgeon positioned the cage and then took the inserter out. He took an x-ray for a position check and then decided that the cage needed to be moved. The surgeon didn't screw the inserter back onto the cage during repositioning but hit the cage with the inserter in any case and the cage allegedly broke into 3 pieces. All pieces were all removed successfully. Surgery was completed using a new cage which was inserted using the inserter according to the IFU. There was a surgical delay of approximately 30 minutes.

Event description:
It was reported that; the customer reported that the cage broke on insertion. The surgeon positioned the cage and then took the inserter out. He took an x-ray for a position check and then decided that the cage needed to be moved. The surgeon didn't screw the inserter back onto the cage during repositioning but hit the cage with the inserter in any case and the cage allegedly broke into 3 pieces. All pieces were all removed successfully. Surgery was completed using a new cage which was inserted using the inserter according to the IFU. There was a surgical delay of approximately 30 minutes.